Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t12-l1. It was reported sometime post-op that the set screw migrated out of the bone screw and was floating loose in the patient. The patient underwent a revision of the screw and rod. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Microscopically examined set screw rod interface node and surface. No damage identified to set screw thread crest or flanks. Node height and ¿troughed¿ morphology of node deformation found to be consistent with full tightening. ¿star burst¿ pattern witness marks on the returned set screw consistent with screw back-out. Axial wear marks along the centerline of the parts suggests axial cyclic movement of the rod, consistent with screw back-out. Witness marks noted on associated rod, consistent with set screw interface. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to determine root cause of the foregoing event from the available information.